Event description:
It was reported that the subject device connection was disturbed when cable was moved and image exhibited unusual lines and color changes. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in cable unit, noise occurs and no image is displayed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, noise occurs and no image is displayed, which cause is traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.